Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aq2010v intraocular lens. During insertion of the lens the capsular bag tore and a subsequent vitrectomy was performed. The dr used a back-up lens on the pt.